Event description:
It was reported by the plaintiff's attorney that the plaintiff was implanted with a sparc on (B)(6) 2010 to treat stress urinary incontinence. Plaintiff's attorney alleged plaintiff experienced complications requiring additional surgical intervention, extreme pain, continued stress incontinence, and erosion of her internal bodily tissues. Plaintiff's attorney also alleged plaintiff suffered debilitating injuries including erosion, hardening, chronic pain, and worsening urination, mental anguish, severe emotional distress, severe and permanent injuries, and scarring.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.